Manufacturer narrative:
The company rep confirmed that the display was not functioning accompanied by an audible alarm. Additionally, "electrical test fails code #5" (68020 code transfer to dram did not verify correctly) was printed on the error logs. The company rep replaced the datasettes ((B)(4)) ((B)(4)). However, the error persisted. The company rep then replaced the main board ((B)(4)). The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit's display shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.